Event description:
The user facility reported that a capioxfx05 was used during a glenn procedure for single ventricle on a pediatric patient. The following information was provided by the user facility: before extracorporeal circulation was started, the pressure before the oxygenator was 271mmhg; the pressure gradually increased to 394mmhg forty (40) minutes later then gradually decreased; the attending physician decided to continue the procedure without changing out the oxygenator; the procedure was completed successfully; and there was no harm to the patient.

Manufacturer narrative:
Conclusions: although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the described conditions during the procedure. The actual sample was returned and evaluated. Visual inspection confirmed that there were no anomalies in appearance. The device was performance-tested by being attached to a circuit with tubes and 1l of saline solution was circulated through the device. The pressure drop of the actual sample was found to be higher than that of the retention sample pulled from the current production run. Further investigation revealed the adhesion of erythrocyte components, including echinocyte and blood platelets and the formation of fibrin net, on the interior heat exchanger module as well as on the filter and the surface of the fiber in the oxygenator module. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).